Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient ipg was uncomfortable in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2021, wherein a pocket revision was completed moving the pocket superior to address the issue.

Manufacturer narrative:
Correction: conclusion was inadvertently omitted during the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.